Event description:
Consumer reported that she recently signed up for another one-year membership at gym. At that time she was given several tanning sessions as a bonus. When she was given a tour of the tanning bed area, she was shown a drawer in a tanning booth where the goggles were kept. When she recently attempted to use one of the tanning beds, there were no goggles in the drawer. When she inquired about this, one of the heatlh club employees told her that they were on order and would not arrive until february. She also reported that "a young girl at the desk" suggested that she go into the tanning bed without goggles.